Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4) distal tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a ureteroscopy with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the distal tip of the guidewire was detached and stayed inside the patient¿s kidney. The procedure was completed with another sensor guidewire. On july 28,2014 , another procedure was performed to remove additional stone fragments. The detached sensor wire tip was removed when the stretch in-dwelling stent was pulled out to complete the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.